Manufacturer narrative:
The device was received by baxter (B)(4), and an evaluation is complete. A device history review revealed no issues that could have caused or contributed to the reported issue. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to the reproduction of the reported system error 345. Service evaluation verified the system error 345 in the event history log review. The cause was identified to be a failed downstream sensor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During testing of a returned spectrum infusion pump device at baxter (B)(4), it experienced a system error 345. No additional information is available.